Manufacturer narrative:
Available information indicates the lead remains implanted, with no changes to device programming reported. Additional information was requested to determine what will be done to resolve the issue. However, despite efforts, no additional information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, this left ventricular (lv) lead was observed to have a pacing impedance measurement of 2,000 ohms. Increased pacing threshold measurements resulted in loss of capture. A lead fracture was suspected. It was reported that the patient was symptomatic with the loss of lv therapy; the patient complained of weakness and of difficulty performing daily activities. No additional adverse patient effects were reported.